Manufacturer narrative:
(B)(4). Investigation: the customer was contacted by phone and email by the caridianbct service engineer about the squeaky return rotor; the squeakiness occurred over time and multiple procedures. A replacement part was sent directly to the customer. The customer disposed of the rotor replaced, so it was not returned for evaluation. A review of the DHR for this unit showed no irregularities during manufacturing. Root cause: the urethane washer on the return rotor wears over time and as it wears it allows the spring on the rotor to make a squeaky noise. This does not affect the function of the rotor. There is no safety issue associated with this complaint record. Conclusion: there was no adverse event associated with this complaint. The squeaky rotor is due to expected wear over time.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Incident: the customer reported a squeaky return rotor to the service engineer. The service engineer erroneously marked the "injury" quality question as yes in his caridianbct service work order. This caused the investigation report to automatically be set as high priority. No safety issue was involved in this complaint record. There is no specific donor info associated with this incident.